Event description:
It was reported that pump display showed red, black, and green lines running vertically and horizontally, which affected ability to view and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued using pump by relying on mobile app to operate and give doses, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to place pump into storage mode and return it within 10 days using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.